Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to a diabetic coma. The cause of death was low blood glucose and diabetic coma. The caller stated that the customer had renal failure that may have led to the customer's passing. The customer¿s blood glucose was less than 20 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was not using sensors. The customer was found unconscious and paramedics were called. The customer was treated with glucagon shots. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated : (B)(4).

Manufacturer narrative:
Device did not have a battery installed when received. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Device uploaded properly using carelink. Device also had a missing reservoir tube o-ring, scratched case, faded/peeling serial number label, scratched keypad overlay and a pillowing keypad overlay.